Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the issue occurred during morning start-up. A philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to boot. The fse reinstalled the suite pc software, which resolved the reported issue. After that, the system was returned to use in good working order and was ready for clinical use. The reported issue is related to medical device correction z-1091-2026. The correction is planned to be implemented on the system. The codes were updated based on the investigation outcome.